Event description:
A malfunction alarm was reported, identified by the malfunction code malf 9. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and despite some confusion during the call, the customer eventually disconnected after completing the reset process. No additional information was received regarding the outcome of the event.